Event description:
Senseonics was made aware of an incident where user reported of being admitted to the hospital and further details were not provided of the user's condition.the adverse event was not related to the use of the eversense continuous glucose monitoring system.

Manufacturer narrative:
The user reported of being admitted to the hospital on (B)(6) 2025 and further details were not provided of the user's condition. The adverse event was not related to the use of the eversense continuous glucose monitoring system.